Event description:
Pt was having a skin tag removed from right eyelid/temporal region. The sterile field drape ignited when hand held cautery unit was activated. Surgeon removed drape as quickly as posible and applied a cold compress to the site. Pt has been seen in op department again in 2003, and the wound has been redressed.